Event description:
Patient was revised to address elevated metal ion levels. **update** (B)(4) 2014 - medical records were obtained. Invoice located and doi, part/lot and product details updated. Medical records indicate patient was revised due to pain, yellow fluid in the joint, gray staining to the synovium, synovitis, adverse reaction to metal debris, anteversion of the acetabular cup, osteophytes and trunnion corrosion. Stem and sleeve are being added to the complaint. The complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened. This follow-up was originally sent on (B)(4) 2014. During this window the FDA experienced a system failure and that resulted in waiting for confirmation from the FDA to resubmit.